Event description:
It was reported that the patient was not reaching the target temperature in the arctic sun device. The user sets the patients body temperature to rise from 34 c to 36 c during rewarming but the body temperature did not raise even after one hour had passed. The patient switched to another device to end the case.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be determined as the reported issue was not able to be duplicated. The device was evaluated and the reported issue was not able to be reproduced. No repairs were made. The device underwent general maintenance, a calibration and functional check. The device passed all applicable testing. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review was not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was not reaching the target temperature in the arctic sun device. The user sets the patients body temperature to rise from 34 c to 36 c during rewarming but the body temperature did not raise even after one hour had passed. The patient switched to another device to end the case.